Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 100 units of insulin. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer filled the cartridge with additional insulin and resumed insulin delivery.